Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an infection the patient had his artificial urinary sphincter (aus) removed. It was added that there are currently no patient complications. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported that due to an infection the patient had his artificial urinary sphincter (aus) removed. It was added that there are currently no patient complications. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to an infection the patient had his artificial urinary sphincter (aus) removed. It was added that there are currently no patient complications. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Pump- the ams800 pump was visually inspected and functionally tested. No leak was found. The high flow pressure test result was 550 cmh2o. The specification max is 525 cmh2o. There was no complaint that there was a problem with pump pressure. The other functional tests passed within specifications.- cause traced to component failure prb- the ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon performed within specifications. Cuff- the ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.